Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
A customer's mother reported via phone call indicating that the customer experienced high blood glucose of 500 mg/dl. The customer was treated for the high blood glucose with a shot. The caller stated that they received a no delivery alarm. The caller stated that the customer will call back at a later time to perform troubleshooting.